Event description:
The customer reported a leak from tubing to pinch valve pv27 inside a coulter hmx hematology analyzer with autoloader. The volume of the leak was approximately 3 ml and was not contained within the instrument. The instrument operator was wearing gloves and a lab coat at the time of the leak. There were no reports of direct contact with the leak. There were no erroneous results generated. Patient treatment was not impacted in connection with this event. The customer replaced the tubing to pinch valve pv27 and the instrument was able to run without leaks.

Manufacturer narrative:
The customer was able to resolve the leak. Beckman coulter (bec) field service was not dispatched to evaluate the instrument. (B)(4).